Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having emergency services some to their home for low blood glucose of 31mg/dl. Customer treated with sugar tablets. Troubleshooting found that the customer recently changed their settings and that the pump is working fine. Customer indicated that the batteries do not last very long and customer was advised that a new battery cap would be sent to them. Customer declined low blood glucose troubleshooting.